Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned trail confirms a piece of the device is broken off. The broken piece was not returned with the device. The device show signs of significant wear and use. A medical investigation was conducted and confirms per case details all pieces were recovered and the procedure was completed using a backup device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during a tka, the surgeon struck a jrny ii cr isrt trl lt sz 3-4 11m with a mallet, and a piece broke off inside the patient. Surgery was resumed, without any delay, with a back-up device. Al pieces were recovered and the patient was not injured as consequence of this problem.